Manufacturer narrative:
Model number/catalog number 720185-01. Serial number n/a. Batch/lot number 1100544452. Model/catalog description reservoir flat iz 100 ml. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported difficult to inflate is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. A risk review was completed, and inflation issue is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) stated that he feels that the tenacio pump required an excessive force to inflate the cylinders. A surgical procedure was performed to remove the tenacio pump and replace with a new ms pump. No patient complications were reported.